Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package prior to a breast biopsy, the needle allegedly was the incorrect length. There was no reported patient involvement.

Event description:
It was reported that upon opening the package prior to a breast biopsy, the needle allegedly was the incorrect length. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one ghiatas localization wire and cannula were returned. A visual and dimensional evaluation was performed. The length of the cannula was measured and was not within specification. This measurement is consistent with a 5cm cannula which is not consistent with the device catalog and lot number reported. A facility sales review was performed and demonstrated that the facility does not order or stock a catalog combination that would contain a 5cm cannula. Therefore, the investigation is confirmed for device markings issue. The confirmed cannula length issue appears to be manufacturing related. Therefore, an event was opened at the manufacturing site for further investigation of ghiatas, device markings issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.